Event description:
The event is reported as: complaint alleges that the infant cannula elbow connector cracked where ventilator tubing attaches. No pt injury reported.

Manufacturer narrative:
Sample not returned to MFR in time for this report. A f/u investigation report will be sent when completed.